Event description:
It was reported that during an implant procedure, the lead was noted to be defective; the helix failed to deploy and retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).